Event description:
It was reported that during the implant procedure, after the atrial lead was inserted into the atrium, sensing and capture values were unable to be obtained. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.